Event description:
Doctor was injecting lidocaine into the chest site and the safety cap snapped off.patient received good quality of care.

Event description:
Doctor was injecting lidocaine into the chest site and the safety cap snapped off.patient received good quality of care.